Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported "I am writing to express my extreme distress caused by my failed, ruptured implants. My MRI show gel bleeds & silicone migration to my lymph nodes". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2; a4; a6; b1; b3; b5; b6; d6a; d6b; h6.

Event description:
Patient reported right side rupture, gel bleed, and silicone migration. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.